Event description:
It was reported the pt's left device had been randomly turning on and off. The counters on the 8840 showed 5 magnet activations since 2007. The pt did not recall any changes in her environment and was unaware of any potential sources of emi. The pt reported her "therapy had been fine otherwise". The pt was encouraged to capture events to try to pinpoint sources of emi. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.